Event description:
Patient visited clinic specifically to report that his novamax glucometer did not turn on. Available nurse staff replaced the existing battery with a new one; however, meter still did not function. The patient was given a prescription for a replacement meter.